Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set's being kinked on 10-jul-2024. The set was found to be kinked 3 or more hours after insertion, after being in use for 24 hours. The site of insertion was located at lower back. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.